Event description:
It was reported that balloon rupture occurred. A 7.0 x100, 135cm charger balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. No patient complications were reported. It was further reported that the target lesion was located in the superficial femoral artery. During second inflation at 5 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device and the patient's status was stable.

Manufacturer narrative:
Initial reporter address: (B)(6).

Manufacturer narrative:
Date of event: used (B)(6) 2019 as event date since the correct date was not provided. (B)(6).

Event description:
It was reported that balloon rupture occurred. A 7.0 x100, 135cm charger balloon catheter was advanced for dilatation. However, during inflation at 5 atmospheres, the balloon ruptured. No patient complications were reported.